Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Snubber board pcb, battery pack and touch screen. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.

Event description:
It was reported that there was no image on the left monitor of the 9800 system. There was no report of pt injury.